Event description:
The lay-user/pt sent a letter to the FDA in regards to an inaccuracy issue with the one touch ultra 2 meter. The FDA forwarded the pt's complaint to lifescan (us). On april 18, 2008, lifescan documented the complaint. Lifescan was unable to contact the pt to gather info. The pt obtained two blood glucose readings of "16.7 mmol/l" and "16.7 mmol/l" (301 mg/dl) on a lfs meter done two hours from each other. After the pt took insulin based the lfs meter readings, the pt reportedly felt that she had "low glucose" and had leg cramps two hours later. The pt's husband gave her a drink of coca cola. Within 30 mins, she felt better. It would have been helpful to obtain the following info: blood glucose testing frequency, pt's diabetes medication regimen, what the exact low glucose symptoms the pt experienced 2 hours after taking the insulin, what was the approximate time and date of when the alleged symptoms began, how much insulin the pt took based on the lfs meter reading, and what and when the pt ate prior to the incident. This complaint is being reported because the pt claimed she experienced "low glucose" after she took insulin based on a lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.